Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl. The customer disconnected the infusion set tubing from the site and attempted to fill the tubing. No insulin was observed exiting the tubing. No alarms were triggered. The customer addressed the high bg with an insulin injection.